Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger . (B)(4).

Event description:
Information received via a manufacturer representative from both a healthcare provider and a consumer reported that the patient had an appointment on (B)(6) 2015 which was the first available since the patient's battery replacement four weeks ago. The patient had a non-infectious seroma/hematoma post-surgery which was drained at the patient's last appointment. Good coupling had not been established. Antenna locate was performed and the patient was getting a 78. Another antenna locate was done achieving 48-48, 48-46, and 48-52. It was noted that these numbers could indicate that the ins was too deep which would affect coupling. The physician was getting an x-ray and CT scan to evaluate fluid and depth. It was noted that the device was in a fatty love handle area which was very un-user-friendly for recharging and it may require moving the device to a more acceptable placement. The physician was getting the x-ray and CT to obtain more information prior to rescheduling the patient for a battery location. No further troubleshooting, diagnostics, intervention, or outcome were available. The patient's indication for use was noted to be spinal pain.